Manufacturer narrative:
Philips has investigated this complaint. According to the additional information a neurovascular diagnosis was performed when the issue happened. The procedure was delayed. The procedure was completed by moving the patient to another room. A philips field service engineer (fse) inspected the system onsite and confirmed that the x ray not possible. After reviewing the log file, fse found that there is malfunction on system interface board. Fse found a problem with lan cable from system interface board to network switch. Fse replaced lan cable. After replacement of lan cable, the system returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the x-ray exposure was not functioning. No harm has been reported to philips. Philips has started an investigation of this complaint.